Event description:
It was reported by dealer that the m51p power chair is having intermittent hesitation while driving. Dealer advised intermittently when first turning on in the morning. Dealer could not duplicate. Dealer advised issue has been going on for three or four months. Dealer advised replaced joystick cables but still having same issue. Dealer advised tested the battery voltage three or four months ago when chair was acting up and found there was no varying. Dealer advised thinks issue is the joystick. Spoke with tech advised could not pin point issue with the information provided due to chair not acting up at this time. Dealer advised tech he will contact his sales representative. Dealer hung up received information from tech.